Manufacturer narrative:
Evaluation conclusion: the device is being retained at the manufacturer's service center.

Event description:
The manufacturer received information alleging an everflo oxygen concentrator's tubing caught on fire. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for evaluation. The manufacturer confirmed the fire originated external to the device. There was no evidence to indicate the fire was a result of a manufacturing defect or internal problem. There was no evidence of thermal damage internal to the device. Product labeling states, " oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."